Manufacturer narrative:
The device and the electrodes were returned to zoll medical corporation; the malfunction was duplicated and attributed to an open between two pins on the device's electrode pad. A replacement set of electrodes was sent to the customer. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.